Event description:
It was reported that the insulin pump was having problems during the prime process. Customer was connected during the prime process. Customer was advised to disconnect from the insulin during the prime process. Customer filled the reservoir to 150 units, 35 units remain. Customer advised to eat glucose tablets. The blood glucose reading went from 99 to 75 mg/dl within thirty minutes. The paramedics were contacted and arrive to treat customer. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.